Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. Additional information was requested and the following was obtained: "correct event date oct 20, 2023."

Event description:
It was reported that during a thyroid procedure, clips do not close at all - post-bleeding. Several clips come out of the device and end up in the situs. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm event date. It is currently oct 10, 2013. Please confirm year of event." Additional information was requested and the following was obtained: "were there three devices involved in this incident, or were all of the incorrectly/malformed clips from one device? Three devices. How was the bleeding controlled? Thread ligature what was the amount of the blood loss (mls)? Unknown. Was a transfusion required? No. Was the procedure altered as a result of the event? Op procedure was prolonged as a result. What is the current patient status? Good". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.